Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a mix of product with a bd tube acd gh 13 x 100 6.0 plblce yel. The following information was provided by the initial reporter: we ordered and received 1000 vacutainer edta k2 tube 6 ml yellow on 14.07/2020, within the box there were 2 packs of 100 of item code 367756 lemon top acd solution, approx 30 have been issued out and we are trying to recall the item from wards etc.